Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs), alleging that her onetouch verio reflect meter read inaccurately erratic and inaccurately high compared to a continuous glucose monitoring (cgm) device. The complaint was classified based on the customer care agent (cca) documentation and on further information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that on (B)(6) 2023, at 11:00 pm, she obtained a reading of ¿around 70 mg/dl¿ on a cgm device and ¿367 mg/dl¿ with the subject meter. The patient reported that she retested with the subject meter 2 minutes later and obtained readings of ¿49, 63, 139, 57 and 599 mg/dl¿ in less than 6 minutes. The patient stated that she obtained a further reading of ¿118 mg/dl¿ with the subject meter 14 minutes later. During the call, the patient indicated that when the alleged inaccurate results were obtained she hadn¿t eaten for hours and was experiencing "low blood sugar symptoms" described as ¿sweating and dizziness¿; symptoms she also experiences when her blood sugar is high. The patient is on insulin pump therapy. The patient mentioned that "sugar lows" are not unusual for her, but because of the meter issue she did not know if her sugar levels were very high or very low. The patient indicated that she became ¿very sick and almost unconscious¿. She reported treating herself for low blood sugar based on the low result received on the cgm device and called 911 for assistance. When the paramedics arrived around 30 minutes after the alleged meter issue started, she was experiencing ¿chest pain and headache¿; symptoms the paramedics stated were due to stress. The patient reported that the paramedics measured her blood glucose with their different meters and obtained readings which matched her cgm device; exact readings not provided. The paramedics also checked her blood pressure, which was high, and performed an EKG which was fine. No other form of treatment was received. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca confirmed the test strip vial was intact, the test strips had been stored correctly and were not expired or opened past their discard date, and the correct testing process was being followed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.